Manufacturer narrative:
It was reported that the black stopper of the syringe plunger was "loose and un-usable." According to the reporting facility, the syringe "does not retain material." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample in used condition was returned for evaluation and the reported problem/issue was confirmed as the black plunger was noted to be fully detached from the plunger. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the black stopper of the syringe plunger was "loose and un-usable."